Event description:
During a pip fusion procedure on (B)(6) 2012, while the surgeon was inserting the screw, he heard a snap but did not feel it was associated with the procedure and completed the procedure. One week post-op, x-rays showed that the very tip of the screw broke, and now the screw is in two pieces. The broken screw still remains in the patient, the surgeon decided not to go back in and retrieve the broken screw because the patient is healing fine.

Manufacturer narrative:
Device used for treatment and not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.